Manufacturer narrative:
One device was received for evaluation. Visual inspection found the device to be in used condition, a scratched lcd lens, damaged battery door, and a bubbled dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the nonfunctional dso sensor was the root cause and was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an occlusion alarm. The event occurred during testing. There was no delay in therapy. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.